Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: opening and crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool and broken sharp in the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a striated edge opening on anterior side due to surgical damage and a sharp broken plug strap disk shell due to an unidentified (tear) opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.